Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, hv lead impedance was noted. No intervention was performed, the physician decided to monitor the patient only. No further information is available.